Manufacturer narrative:
Concomitant medical products: natural knee ii ultra congruent tibial insert, catalog # c627501613, lot # 62384083. Natural knee ii primary stem, catalog # 621200210, lot # 1529691. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filled for this event: 0001822565-2017-06614, 0001822565- 2018-00207.

Event description:
It was reported that the patient was revised after 3 years due to osteolysis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional: device code updated complaint sample was evaluated and the reported event was not confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. The complaint issue of ¿osteolysis¿ cannot be confirmed with the limited information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.